Event description:
It was reported the right ventricular (rv) lead had loss of capture and unstable impedances. During a lead revision, the proximal contact was found to be intermittent and the rv lead connector pin was reseeded into the device header. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.